Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to send replacement tandem mobi wall adapter, charging cable, and charging pad via two day shipping. If pump battery depletes prior to receiving replacement charging supplies, customer to rely on manual daily injections.